Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. The reporter stated that the audio bolus button was unresponsive and the audio bolus button was peeling up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/29/2013: the device was returned to animas and evaluated by product analysis on 08/08/2013 with the following results: observed the bolus button cover and plug are detached from the pump, exposing the internal contact. No evidence of contamination or other anomalies found. Unable to obtain an audible alarm reading because of damaged bolus button.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.